Event description:
It was reported the patient was experiencing vocal cord issues. The patient's voice went down to a whisper. It was noted the patient's settings were in guided mode. More power being provided at night and only 0.5ma during the date. After initial implant, patient lost her voice and did not have vns turned on for several months. The vocal cord issues were reported to be due to vns surgery and stimulation. The issue is ongoing. No additional relevant information has been received to date.